Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted sigmoid colectomy procedure, the patient reported having ulnar nerve damage. There were no intraoperative complications, and the procedure was completed robotically. Post-operatively the patient immediately experienced numbness in their arm, deemed to be ulnar nerve damage. It is unknown what/if any medical treatment the patient has been provided. The issue is still ongoing, and the patient has been discharged. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.